Event description:
A site representative (stealth coordinator) reported the vertek arm on their stealthstation s7 system was unable to fully lock. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. RMA issued. Device not returned to manufacturer for evaluation.